Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a amulet delivery sheath 14f 80cm was selected implant to implant a device. At the beginning of the procedure, in the vein, when advancing the amulet sheath on the guide, the sheath split, causing the guide to come out to the side, creating a risk of arterial perforation. All devices were removed as a single unit. No consequences for the patient. The physician successfully completed the procedure with a non-abbott device. The patient is stable.

Manufacturer narrative:
An event of dilator split on the guide at the level of the iliac vein causing the guidewire to come out of side was reported. The investigation at abbott found that the device received was not the device associated with the complaint. A returned device assessment could not be performed as the device was not returned for analysis; however, three photographs were received for analysis from field appeared to show the tip of dilator passed through a sheath. The tip of dilator appeared split and the guidewire was seen coming out through the split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.